Event description:
(B)(4). The day I got the essure placed is when it all started, I experienced extreme cramps in my pelvic area, it felt like I was constantly being stabbed, I started developing bad headaches everyday, the cramping everyday. I started experiencing depression, and my anxiety levels were sky high. I was in and out of the hospital at least twice a week, then my lymph nodes swelled up through my whole body, I had to get a biopsy to make sure I didn't have cancer, now I've been diagnosed with sarcoidosis. I couldn't be a mother to my child because I didn't feel like myself, I felt like I was going to literally die. Before the essure I was a typical healthy woman. All because of essure I had to go through so much pain and suffering and it made my family suffer too, for them to see someone they love go through so much pain. Then finally my doctor agreed to remove the coils. I had a partial hysterectomy and now I finally feel better. The reason for getting the essure in the first place was to avoid surgery and it caused me to have two different surgeries. My hysterectomy and biopsy. I'm back to feeling more like myself and am able to care for my child, I'm still dealing with the sarcoidosis